Event description:
I had lasik surgery on both eyes. The next morning, I had double vision. Starburst when looking at lights or oncoming cars. By 02/02/05, I could no longer drive at night. A second surgery was done on my right eye with no improvement. A second surgery was planned on my left eye. At that time, I went to get a second opinion. The doctor told me do not let the doctor touch my eyes again. Whatever was steep enough and could cause more damage. He also said "I cant believe he wants to do more surgery on my eyes because I had cataracts.